Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor distorted. Full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the physician opened the device and noticed it was damaged. The device was not implanted. No patient complications have been reported as a result of this event.